Manufacturer narrative:
(B)(4).

Event description:
A patient reported that the reason he only got one implant and not the 2nd was because he had a heart issue, so they had to abort while placing the 2nd implantable nuerostimulator(ins). It was not known if this was pre-existing condition or if it developed during the implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were parkinson's dual and movement disorders